Event description:
It was reported that when the patient came in for a checkup, the patient had completely different settings and the session data was empty in the session history. It was noted that voltages at appointments in (B)(6) was 5.75v, apr was 3.8v and (B)(6) was 4.3v. It was also noted, the patient had two groups but used only group a. It was noted, the patient doesn¿t see anyone else between appointments and had not be reprogrammed. It was further noted that the patient had loss of therapeutic effect and their tremors were not being controlled on the right side of their body. Currently, the patient is programmed at +0.6v and -0.6v and stimulation was set to 4.3v. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37603 lot# serial# (B)(4), implanted: 2013 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# v858673, implanted: 2012 (B)(6); product type lead product ID 37085-60 lot# serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 3387s-40 lot# v082506, implanted: 2008 (B)(6); product type lead product ID 7482a51 lot# serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37642 lot# serial# (B)(4); product type programmer, patient. (B)(4).